Event description:
A pt implanted with a prosthesis in ascending aorta position in 2002 had to undergo surgery two times, i.e. On the same day and on the next day due to bleeding noted through the body of the graft. Bleeding was finally stopped by using biological glue during the second intervention. Pt is now reported to be fine.